Event description:
The user facility reported that during dialysis treatment, the blood leak alarm on the dialysis machine sounded, but no visible blood in the dialysate side was noted. The dialysate was tested with diascreen strips and the results were positive. Therefore, the blood in the circuit was returned to the pt and the unit was changed out to another dialyzer. There were no pt complications reported. The user facility reported that the involved dialyzer was being used for the eleventh time.